Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ product discolored: observed a discolored on the surface of the device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ rupture: observed two openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional through regulatory agency reported "operative color change discovered" and "intracapsular rupture; periprosthetic capsule stage 2: the breast is hard, but retains a normal appearance". This record is for right side. Device was explanted and it's unknown if the device was replaced.

Manufacturer narrative:
Regulatory agency provided right side device lot number as 2374938, number did not populate in the record. Catalog was entered as tsm-330, inspira textured silicone gel filled breast implant. Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional through regulatory agency reported "operative color change discovered" and "intracapsular rupture; periprosthetic capsule stage 2: the breast is hard, but retains a normal appearance". This record is for right side. Device was explanted and it's unknown if the device was replaced. Is unknown if the device will be returned.